Manufacturer narrative:
Lot# 114396. Visual inspection; functional inspection; device history review; complaint history review; risk assessment; manufacturing files were reviewed and no anomalies were found. The instrument was found to be approximately 5 years old. The likely root cause is normal wear.

Event description:
It was reported that during the surgery, when the surgeon was using a tap, the surgeon found that the tip of the tap broke. Therefore the surgeon removed the broken tip of the tap.

Event description:
It was reported that during the surgery, when the surgeon was using a tap, the surgeon found that the tip of the tap broke. Therefore the surgeon removed the broken tip of the tap.